Manufacturer narrative:
Device evaluation: the power control board was returned to the manufacturer for physical evaluation. A visual inspection of the power control board displayed burn damage to capacitor c10. The power control board was installed in a test machine as received and completed a self-test program without alarm failure. After replacing capacitor c10 on the board, the test machine completed a subsequent test without alarm or failure. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The device evaluation confirmed that the power control board was burned; therefore, the complaint has been deemed confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the display on a fresenius 2008t machine was intermittently blanking out during a patient's hemodialysis (hd) treatment. The patient was able to successfully complete treatment on the machine. There were no reports of patient adverse events, injuries, or medical intervention related to the reported issue. The biomed replaced the power control board to resolve the machine issue. The power control board was returned to the manufacturer for physical evaluation. Upon manufacturer evaluation of the device, it was discovered that capacitor c10 on the power control board, was burnt.